Manufacturer narrative:
Pc(B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cutting end of the calcar reamer was no longer sharp, therefore was not able to properly ream down the calcar anymore.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument is worn and needs to be replaced. Nothing fell into patient. No patient consequence and no surgical delay. One impacted, one needing replacement no charge replacement po#(B)(4). Sold to (B)(4)/ ship to (B)(4). Patient consequence? :no is the information being submitted for this complaint all the details that are known/available regarding this event? : yes